Event description:
Patient received an on-q pain pump that malfunctioned and "exploded" or leaked contents rendering patient unable to receive pain blockade for the 12 hours they should have received it. Manufacturer response for ra pump kits select a flow, on q ra pump kits select a flow (per site reporter): supportive.